Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was only responsive after multiple presses. During troubleshooting with tandem technical support, it was confirmed that the customer was able to access the pump features after plugging the pump into a power source. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer would continue use of the current pump until the replacement pump was received.